Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that patient presented in the emergency room after repeated shocks in the chest from their implantable cardioverter defibrillator (ICD). Review of the electrograms showed that shocks and anti-tachycardia pacing (atp) were delivered in response to rapid ventricular response to atrial fibrillation (af). No changes made, device being monitored. The emergency physician advised the patient to be admitted. Patient was stable.